Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing r-waves at night. While in the clinic, oversensing of r- waves was also noted and the icm was reprogrammed. No further oversensing was seen at that time. It was later reported that the icm continued to exhibit oversensing and undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.